Manufacturer narrative:
On 29-may-2025, additional information was received indicating a smartablate generator and smartablate pump were used during this case. Both items have been added to section d10. Concomitant medical products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31413322l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with a thermocool smarttouch sf and 6 hours after the catheter was used, the patient experienced pericardial effusion/cardiac tamponade treated with drainage. Prolonged hospitalization was noted, and patient¿s vital signs stabilized. During pvc treatment, it was discovered that the cardiac motion was small while confirming fluoroscopy almost 6 hours after catheter use, and the accumulation of pericardial effusion/cardiac tamponade was confirmed using the sound star eco catheter. It was determined that the cause was not related to the products, and drainage was performed promptly. The vital signs stabilized. The physician¿s assessment of the health problem was that it was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was there was no causal relationship. Prolongation of hospital stay was noted. Contact force (cf) visualization/monitoring methods included real time graph; dashboard; vector. Coloring setting of visitag was tag index. Additional filter for visitag was force over time (fot). No abnormalities were observed prior or during use of the product. The outcome of the adverse event was improved. The patient did not require cardiac surgery. Prior to noting the cardiac tamponade, ablation had already been performed. Catheter exchanges noted during the procedure was one catheter was used for each. No evidence of steam pop.

Manufacturer narrative:
On (B)(6) 2025, the physician¿s opinion on the cause of this adverse event is that it was patient condition related. The physician believed that the cause was the presence of a pectinate-muscle like gap at the anterior septum of the rvot, and the catheter might enter into the gap. The outcome of the adverse event was reported as fully recovered (no residual effects). The patient required extended hospitalization because of management and follow-up of cardiac tamponade. No transseptal punctures were performed during the procedure. The flow setting for irrigation were high flow 8-15ml/min, pre: 2 sec, and post: 5 sec. Correct catheter settings were selected on the smartablate generator. No issues with flow rate change at the start of ablation. Visitag module parameters for stability used were range: 3mm, time: 3sec, force over time (fot): 25%3g, and tag size: 2mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).